Event description:
Distributor (B)(6) received a medical intervention report on (B)(6) 2013 that occurred on (B)(6) 2013 at 10:30 am central time. Per pt, (B)(6) meter reading was said to be 309 mg/dl, "hi", then 196. Her grand daughter administered 6 units of insulin. Pt stated becoming incoherent, sweaty, started convulsing, and having slurred speech. Medics were called and their meter's reading was 21. Time between pdc meter and medic's was said to be within 30 minutes. Pt was given an IV and peanut butter and jelly sandwich, and was not transported to the ER. Another test was performed prior to medics leaving. Pdc reading was said to be 336, while medic's was 196. Pdc sent replacement meter to pt, along with prepaid return envelop so suspect product (s) can be returned for evaluation.